Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was not confirmed. Therefore, the assignable root cause could not be determined. However, it was determined that the device failed marking & labeling check as it had illegible/faded etching on slid-sleeve due to normal wear. It was further determined that the device failed saw blade coupling check as it had broken pins due to design issue. It was determined that the issue with broken pins is associated with a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly. A service history review of 530.710, s/n: (B)(4) has been completed and indicated that there were no abnormalities or nonconformances identified. A manufacturing record evaluation (mre) was performed for the finished device serial number, and no non-conformances were identified.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device was leaking fluid. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.